Event description:
The pt's x-rays showed a broken distal locking screw in a long right gamma3 nail. The surgeon's preop plan was to extract the nail and replace it with total hip arthroplasty. Dr extracted the set screw in the nail with the flexible set screwdriver from the gamma3 instrument set. She then extracted the lag screw using the screwdriver. Her next step was to thread the nail extractor adapter into the proximal end of the nail and backslap the nail using the universal rod and slap hammer. It noticed that the nail was broken in the area of the lag screw hole. She removed the proximal portion of the nail at this time with the extractor. She then moved onto the distal screw. She removed the head of the screw with the long screwdriver. She then moved onto the distal screw. She removed the head of the screw with the gamma 3 long screwdriver. She then made a medial incision and punched the core end of the screw from the lateral side through the medial cortex of the femur. The screw was removed through the medial incision. She used the 2.7 mm drift punch from the stryker implant extraction set. She then tried to insert the small extraction hook (1806-6160) from the stryker implant extraction set into the cannulation of the broken gamma 3 nail. After multiple attempts she was unable to get the extraction hook into the nail. She tried some other techniques for extracting a broken nail, but was unable to retrieve the nail. She then performed a trochanteric osteotomy to extract the nail. The femur was then reamed to accept the restoration modular conical stem. The stem was inserted and (B)(4) cables were used to close the trochanteric osteotomy. She continued on to finish the total hip arthroplasty.

Manufacturer narrative:
Devices can't be found. No eval will be performed. If the device or additional info becomes available, it will be reported on a supplemental report. Same pt as 9610622-2010-00268, 9610622-2010-00269, 9610622-2010-00270.